Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is report four of four separate reports for this event. The other reports are (B)(4) (1220246-2016-00158), (B)(4) (1220246-2016-00159), and (B)(4) 156933 (1220246-2016-00160). The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is a reaction of the patient to the material(s) implanted. Product directions for use warns of effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device remains in patient.

Event description:
It was reported the patient may have had a reaction following a rotator cuff repair procedure. First symptoms noted 3 days post-op were intractable right shoulder pain, extremely hypersensitive to any touch anywhere on shoulder or upper arm. Shoulder appears slightly larger vs left side. No significant warmth. No erythema. Periodic rashes come and go along anterior chest, right shoulder, and trapezius area. No known allergies. No known lactose intolerance. Not diabetic or smoker. Lab studies done: all normal; repeated on (B)(6) 2016: again, all normal. No evidence of infection. Surgeon plan is for patient to get block and see how patient does.